Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge dislodged from the pump while the customer attempted to remove the case from the pump. The cartridge was successfully reloaded onto the pump. Blood glucose level was 147 mg/dl.